Event description:
While using a byte day aligners, patient experienced their upper canine tooth cracked and bleeding when they placed their aligner on. Patient was advised to see their dentist for thisissue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.